Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# (B)(4). Implanted: (B)(6) 2017. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 26-apr-2021, UDI#: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp): when asked to clarify the bladder surgery on (B)(6) 2018 the hcp stated that no, that surgery was not related to the device/therapy but rather due to stress incontinence. When asked to clarify what the patient meant by the implanted device seemed to be poking out/sticking out and the sensation felt like sharp needles, the hcp stated no issue seen (illegible), and that cause was not determined for these sensations the patient had. The cause of the patient not feeling any sensation when trying to increase stimulation was determined to be the patient was not operating the device properly, it was turned down too low. Actions taken to resolve this were the device was interrogated, the settings changed to resolve the sensations the patient had of poking, feeling like sharp needles, not feeling any sensation when trying to increase, and to r esolve the bad leakage and therapy not working for the patient. The patient has a normal bmi. The stimulator is still implanted and working fine. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1ggtc, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 26-apr-2021, UDI#: (B)(4). (B)(4). Date of event: date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient they felt like the therapy was not working for them. The patient stated they had to wear a pad 24/7 and they were having bad leakage. The patient also stated they felt a funny sensation like the wires were poking out of them. The patient stated their husband didn't see anything but that it felt like sharp needles. It was noted the patient did not have any falls or trauma. The patient also reported that the device itself seemed to be poking out as well. The patient stated they had an appointment to see their health care physician (hcp) on (B)(6) 2018. The patient also noted that if they tried to increase stimulation they didn't feel any sensation. While on the call, the patient was able to connect to their device and they reported seeing that stimulation was on at 3.3v on program 1. There were no further complications reported/anticipated.

Manufacturer narrative:
Product ID 3889-28, lot# va1ggtc, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported in response to the inquiry for circumstances that led to the implanted device seeming to poking out/sticking out that they had an unrelated bladder surgery on (B)(6) 2018 and that they would try the implant again after they were healed. There were no further complications reported.